Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the provided photos found the sterile packaging exhibits damage that is visually consistent with thermal damage. Sterility, or breach thereof, cannot be determined as the photos do not provide a full view of the outer blister seal. The product was not returned for evaluation. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was confirmed by review of photographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6; h11 complaint sample was evaluated, and the reported event was confirmed. Sterility breach cannot be determined as the packaging has been opened; therefore, the blister seals cannot be evaluated. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that inner sterile packaging of the femoral component appeared to be warped and melted. There was no patient involvement and no adverse events have been reported as a result of the malfunction. All available information has been provided.